Event description:
The customer reported via phone call that the emergency medical service was dispatched for low blood glucose. Blood glucose reading was 42 mg/dl at the time of incident. The customer stated they felt dizzy from their low blood glucose. The low event was caused by the customer forgetting to eat. It was alleged that the insulin pump have over delivered. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.